Event description:
Patient had two hard tissue replacement (htr) patient matched implants (pmi) implanted in 2007, a left and a right. Patient did good for 8-9 months, now the site of the left implant is being treated with antibiotics, for possible bone infection. Previously treated with antibiotics and once stopped, the infection seemed to come back, therefore, the doctor is treating as a possible bone infection. Patient is currently on zosyn via IV for 6 weeks. The right side implant is doing fine. There is no indication if the infection has anything to do with the htr/pmi implant, and there has been no indication of a plan to remove the implant at this time.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.